Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level. The customer's blood glucose level were 20 mg/dl, 26 mg/dl and 55 mg/dl. The customer was advised that the settings are on right to suspend for 70 mg/dl and advised her due to her low and then her blood glucose shooting up and she wasn't able to calibrate since morning. The insulin pump will not be returned for analysis.